Manufacturer narrative:
The country of the event is (B)(6). Due to technical limitations, this country cannot be entered in this field.

Event description:
Reportedly, on (B)(6) 2020, the patient went to the hospital following shocks. A magnet has been applied on the device for a week; however, when removing the magnet, the patient received shocks again. A lead fracture is suspected. Preliminary analysis confirmed the presence of ventricular noise oversensing episodes leading to inappropriate shocks deliveries. This noise oversensing most probably resulted from a ventricular lead issue and/or connection issue; however, none of them could be confirmed with certainty.

Event description:
Reportedly, on (B)(6) 2020, the patient went to the hospital following shocks. A magnet has been applied on the device for a week; however, when removing the magnet, the patient received shocks again. A lead fracture is suspected. Preliminary analysis confirmed the presence of ventricular noise oversensing episodes leading to inappropriate shocks deliveries. This noise oversensing most probably resulted from a ventricular lead issue and/or connection issue; however, none of them could be confirmed with certainty.

Manufacturer narrative:
E1 field: the country of the event is peru. Due to technical limitations, this country cannot be entered in this field.